Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25141336, 25140569, the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro 2, the hospital user experienced pain in the thumb and hand with repetitive use of the activation button. The hospital paused during the procedure to rest the hand of the user. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using vasoview hemopro 2, the hospital user experienced pain in the thumb and hand with repetitive use of the activation button. The hospital paused during the procedure to rest the hand of the user. The hospital did not report any patient effects.